Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date in 1997. Subsequently, the patient was revised on (B)(6) 2016 due to unknown reasons. The liner and head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If revision occurred: event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date in 1997. Subsequently, the patient was revised on an unknown date due to unknown reasons. The liner and head were removed and replaced.